Event description:
As reported for this event by the customer, the device had no image due to video connector contact failure. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image due to the faulty video connector receiving lock and video connector contact corrosion. Additional observations are as follows: battery deterioration; wear on foot rubber; and corrosion on chassis. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty video connector receiving lock and video connector contact corrosion. The specific root cause of the faulty video connector receiving lock and the video connector contact corrosion could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Addendum apr 13 and 19, 2022: the event occurred during a diagnostic bladder inspection procedure. Procedure was completed with the same device without any delay. There were no error messages, alarms or alert tones associated with this event. The device was not inspected before the issue was noted.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. There is no information on concomitant devices used in the event.